Event description:
This pt had three (3) cypher us rx stents implanted in the proximal lad (unk cat/lot). A week after the procedure, the pt returned to the hosp emergently and was found to be in cardiogenic shock. Angiography revealed in-stent thrombosis of the three previously placed stents. Details regarding treatment are unk. The pt ultimately expired.

Manufacturer narrative:
Additional info has been requested and will be submitted within 30 days of receipt.